Manufacturer narrative:
Out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator failed preoperational testing due to a crossover circuit fault. The ventilator was not in use on a patient therefore there was no patient involvement. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to evaluate the main pcb board for replacement to address the reported problem. Failure of the crossover solenoid may result in a volume loss during use in normal ventilation operation.